Event description:
A nurse reported multiple system advisories, bubbles in the tubing and lack of aspiration. The advisories occurred before a cataract procedure. The case was completed with an alternate system and a new pak. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4). This report was mailed to FDA on: 05/16/2014. (B)(4).